Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during drain 3 of 5. The home patient (hp) had disconnected during therapy and re-connected, so was connected at the time of the alarm. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No sample was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient had disconnected and re-connected, so was connected at the time of the alarm. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).